Event description:
The customer reported an unknown number of false negative results with the ID now covid-19 assay performed on direct tested kitted nasal swab samples on unknown dates. Confirmatory smartgene pcr testing was performed which generated positive results. Although requested, no additional information including patient health status or outcome was provided.

Manufacturer narrative:
Similar product to 190-000. Investigation summary: the information to enable further investigation, such as a kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.